Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: I did a thoracentesis on a patient this morning and it had a defective 25 ga needle. It would not draw or push with lidocaine. No obvious signs of a blockage were visible at the proximal or distal openings of the needle cannula. Water was not able to pass through the needle cannula due to an occlusion. This was compared to a functional lab inventory needle, which functioned as intended.

Manufacturer narrative:
Investigation summary: it was reported the needle would not aspirate or dispense lidocaine. To aid in the investigation, one sample with no plastic shield, or packaging blister, and one photo was provided for evaluation by our quality team. A visual inspection was performed. The safety mechanism has been activated and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The needle expelled the solution with a normal flow. The photo provided shows a needle assembly wrapped in a label from arrow. No other information could be obtained from the photo. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.